Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic endobronchial ultrasound (ebus) procedure, the bronchofiberscope was found to have a leak and was dirty. The patient was under sedation, with the intended procedure was completed with the same device, with no report of patient harm associated with this event.